Event description:
Angioplasty procedure. Micropuncture set used for angiography. During withdrawal of the 4f catheter, it broke into two pieces. The distal portion remained in the patient's right femoral artery, measuring approximately 10cm in length. This was able to be removed using a complex endovascular technique via contralateral (left) femoral artery access.